Event description:
Clinical study. Same case as MFR report #: 2134265-2009-01322. It was reported 1339 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the patient returned with in stent restenosis requiring subsequent reintervention. The index procedure treated the 85% stenosed 3.5x26mm target lesion located in the mid right coronary (rca) artery. Treatment consisted of pre-dilation and the placement of two overlapping taxus express2 drug eluting stents (3.5x32mm, 3.5x12mm) resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. One thousand three hundred thirty nine days following the index procedure, the patient had an abnormal nuclear heart scan that indicated new ischemia in the distribution of the right coronary artery. On day 1351, bilateral carotid doppler revealed flow reversal within the left vertebral artery, suggesting the possibility of left subclavian steal phenomenon. Coronary angiography on the same day revealed: left main coronary artery (lmca): ivus documented 70% distal critical stenosis with heavy calcification and acoustic shadowing of the vessel lumen diameter, estimated at 3.5mm. Left anterior descending artery (lad): 70-80% proximal stenosis with heavy calcification over a tubular segment, virtually concentric in nature; diffuse calcific disease of the distal portion, non critical 40-50% stenosis. Left circumflex artery (lcx): jeopardized by left main coronary artery. Right coronary artery (rca): heavy and severe calcification. Ivus documented 60-70% proximal stenosis with heavy calcification receding all the way back to the ostium; possible 80-90% end stent restenosis with hypolucency documented in mid vessel; 50-60% disease of the origin of the posterior descending branch. Left subclavian: stenosis with a 60mm gradient documented with an ulcerated eccentric stenosis at the distal left subclavian artery before the origin of the internal mammary and the posterior vertebral artery. Left ventricular ejection fraction (lvef): greater than 70% without focal wall motion abnormalities. On day 1358, the patient underwent left subclavian angiography with cannulation and vascular stent insertion. Treatment on day 1373 consisted of coronary artery bypass grafting x 3 including: left internal mammary artery to the left anterior descending artery; saphenous vein graft to the right coronary artery; saphenous vein graft to the diagonal and sequential saphenous vein graft to the circumflex marginal and ramus intermedius. During hospitalization, the patient experienced atrial fibrillation and was treated with amiodarone. He also developed pericarditis and was started on indomethacin. On day 1378, the patient was discharged on asa and clopidogrel. During hospitalization, the patient experienced atrial fibrillation and was treated with amiodarone. He also developed pericarditis and was started on indomethacin. In early 2008, the patient was discharged on asa and clopidogrel. Of note, new q-waves in leads ii, iii and vf shown on EKG post coronary bypass grafting. The site does not wish to report as myocardial infarction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its materials, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complications."